Event description:
A 300 lb female fractures trimalleolar area w/syndesmosis disruption; plate broke and removed.

Manufacturer narrative:
The device was not returned, therefore an evaluation could not be performed.